Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a generator change, the right ventricular lead displayed low, out of range impedance. In addition, insulation damge was reported under the old generator. No intervention was performed and the lead remains implanted. There were no patient consequences and the patient will continue to be monitored.